Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause lens clarity or quality problems. Physician report does not indicate that any adverse event or condition would have caused visual disturbances experienced by the patient. Per medical review - reportedly, single-piece silicone iol with toric optic was explanted/exchanged for a competitor`s non-toric optic lens, 3 weeks postoperatively to address patient subjective visual disturbances. No reported loss of bcva prior to lens exchange. According to the report, dated on (B)(6) 2015, the cause of the event was unknown. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic (B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces. The lens was torn through the optic and one haptic. The lens was returned in a small amount of liquid and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aa4203tf toric silicone single piece lens, 24.0 se/2.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient was experiencing subjective visual disturbance. The lens was cut into pieces to remove from the eye and another different model lens was implanted. Sutures were not required.